Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
During the index procedure a everflex entrust stent and protégé everflex stent was used to treat the right superficial femoral proximal, superficial femoral middle, superficial femoral distal, popliteal 1 segment. Approximately 9 months post index procedure the patient underwent a reintervention and suffered dissection of left sfa after pre-dilation with 3 medtronic balloons. The dissection was treated with 3 everflex stents.